Event description:
It was reported that pump experienced malfunction alarm with code malf 12, and no notable events occurred before issue. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, was provided pump reset instructions, successfully reset pump with no recurrence of malfunction, and was advised to continue using pump and call back if problem returned; caller acknowledged and understood instructions.